Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08315) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that in (B)(6) 2013 the device had seven years longevity. During a recent follow up, the device was found at eri. No further information is available.